Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable and no additional service information is provided.

Event description:
The customer reported that a temperature light on the system was flashing and the system was locked up. No patient injury was reported.